Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one video, one idrive battery pack, one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned devices, and an evaluation of the returned devices. The video showed a loading unit firing on tissue and leaving under crimped staples. Several battery leads were broken. No functional abnormalities were noted for the handle or adapter. The root cause could not be reliably determined. Without the return of the clinically applied loading unit, insufficient evidence was provided to determine probable root causes. A secondary condition, not related to the reported condition was noted. The noted damage on the battery can occur from rough handling or dropping of the device. The returned products as received by medtronic were found to not meet specifications and the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one video of one idrive ultra powered handle 1 sent by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and a pmv evaluation of the returned video. The video shows a loading unit firing on tissue and leaving under crimped staples. Visual examination of the video confirmed the product did not meet quality specifications due to the observed light sequence to replace the handle. Without the physical product, a root cause could not be reliably determined. Based on the video analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the surgical process, the staples were open in the patient's intestine. Additional information has been requested but not yet received.